Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call of experiencing high blood glucose due to bent cannula. Customer reported that cannulas were bending due to weight loss and needing a new size. Customer's blood glucose was 439 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised that sample infusion sets would be sent.